Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a procedure. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) visited onsite and confirmed that the rcd1 was without voltage at the house distribution cabinet. Fse replaced the pd. Assy.frontpanel. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occured during an emergency examination. The procedure was completed by moving the patient to another room. A philips field service engineer (fse) visited onsite and confirmed that the system was without power. The fse replaced the power distribution front panel assembly to resolve the issue. After the replacement, the system was returned in good working condition and was ready for clinical use. The power distribution front panel assembly was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.